Event description:
Pt presented 107 days post c-section with complaint of tender subcutaneous nodules at the incision site. Another provider removed the scar subcutaneous nodules at incision under general anesthesia. Dr subsequently inquired to company regarding implication of absorbable materials.